Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced an elevated heart rate. The implantable pulse generator (ipg) was reprogrammed. It was also reported by the patient that after the ipg was reprogrammed they experienced bradycardia and dizziness. It was also reported by the patient that they were upset and disappointed. The ipg remains in use. No further patient complications have been reported as a result of this event.